Event description:
I went to my doctor regarding a tubal to prevent future pregnancy. This was back in 2005. I am in the process of obtaining my medical records to get exact details regarding dates, times, and follow up appointments. I was told by my doctor that tubals were no longer offered and she discussed what she believed to be a safer and less expensive way to have a permanent form of birth control. I was given information (brochure) to explain more about the essure device. Initially I was fine no problems. I did, however, shortly after having the procedure done switch my ob gyn for reasons unrelated to the essure device. My follow up procedure, hsg was conducted by my current ob. About a year or so after having the essure done I began to feel terrible. I became fatigued, side pain (mostly on the left side), back pain, extreme acne, depression, heavy bleeding, passing large blood clots, and I began to have terrible pms worse that what I had ever experienced. I talked to my doctor after I couldn't take it anymore and she suggest I have a procedure called an endometrial ablation or a partial hysterectomy. I opted for the surgery that would get me back to work sooner. This helped me for a while and then gradually it seemed like the symptoms have returned stronger than ever with even more issues on top of them. I blame essure for my woes, as much as I tried to avoid having a hysterectomy, now at age (B)(6) on (B)(6) 2015 I will be having the surgery to remove this garbage from my body. As a single mother of three now divorced I don't know how I am going to pay for my medical expenses but I just want to be back to myself. My life has been hell and it has affected me in such a negative way. Some days I can barely function and some days are okay. I am asking that you please get this off the market and help the many woman like myself get our lives back!